Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to diminished r-waves and t-wave oversensing. Subsequently, the programming was adjusted on the s-ICD. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD delivered another inappropriate shock due to t-wave oversensing. Again, the programming was adjusted on the s-ICD. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD delivered an inappropriate shock due to myopotential oversensing. The programming was adjusted on the s-ICD. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to diminished r-waves and t-wave oversensing. Subsequently, the programming was adjusted on the s-ICD. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to diminished r-waves and t-wave oversensing. Subsequently, the programming was adjusted on the s-ICD. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD delivered another inappropriate shock due to t-wave oversensing. Again, the programming was adjusted on the s-ICD. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD delivered an inappropriate shock due to myopotential oversensing. The programming was adjusted on the s-ICD. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to diminished r-waves and t-wave oversensing. Subsequently, the programming was adjusted on the s-ICD. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD delivered another inappropriate shock due to t-wave oversensing. Again, the programming was adjusted on the s-ICD. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to diminished r-waves and t-wave oversensing. Subsequently, the programming was adjusted on the s-ICD. The s-ICD system remains in service. No additional adverse patient effects were reported.